Event description:
While expanding the device it broke at the hinge. A piece of metal fell into the wound site. The metal piece was easily removed and the case completed with another instrument. This added 10-30 minutes additional surgery time.